Event description:
Health professional reported a lap-band "stomach perforation" first observed when the pt reported to emergent care with "abdominal pain." Physician diagnosed the stomach perforation being due to a "suture pulling loose." The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number, model number or pt data. Stomach perforation pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses surgical technique in regards to perforation: "adverse events: it is important to discuss all possible complications and adverse events with pt. Complications which may results from the use of this product include the risk associated with the medications and methods utilized in the surgical procedure, the risk associated with any surgical procedure the pt's degree of intolerance to any foreign object implanted in the body. Perforation of the stomach can occur." Device labeling addresses surgical technique in regards to perforation and pain: "serious adverse events considered related to the lap-band system for the (B)(4) study (B)(4)."